Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 470 mg/dl. The also experienced blood glucose level of 400 mg/dl. Customer had high blood glucose and went to emergency room for treatment. Customer also treated high blood glucose with insulin pen before going to emergency room and now she was home and blood glucose was going up again and blood glucose will not go down with bolus from the insulin pump. The customer did experienced the symptoms such as vomiting, nausea, abdominal pain , large ketones. The customer was treated by 10 u via pen. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does allege insulin pump was under delivering because she did not think the insulin pump was delivered insulin at all. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Device received with normal operating currents and passed the self test, a21 error test, rewind, prime or a33 test, excessive no delivery test however, unable to perform the displacement test, basic occlusion test, occlusion test, and the delivery accuracy test or verify under delivery anomaly due to broken reservoir tube lip.